Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted that a pericardial effusion was present pre-procedure around the left pericardium. A watchman double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and the 27mm closure device was deployed. After release of closure device, transesophageal echocardiography (tee) imaging noted that the existing effusion appeared to have an increase in fluid. As a precaution, a transthoracic echocardiogram (tte) was performed to confirm and record the presence of the pericardial effusion. The physician monitored the effusion, and no intervention was required. The patient remained stable and was sent to recovery room. The physician suspected that the placement of the device in the left atrium (la) may have shifted the fluid of the effusion.